Event description:
Customer reports patient reportedly received result of 448 mg/dl on the advantage system and 190 mg/dl on professional's device within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.